Event description:
Per the clinic, the patient received injections into the skin flap (type and date not reported) to reduce the skin flap thickness. The implanted device remains.

Manufacturer narrative:
Implanted device remains.